Event description:
Reporter stated that customer received the following results on the active system within 1 minute: 30 mg/dl and 162 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the customer no longer has the suspect strips to return.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.